Event description:
The patient stated that they experienced a tooth fracture due to byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.